Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode came out with the needle. The customer's blood glucose level was unknown. The customer reported that because she had 1 sensor that did not adhere correctly and fell off immediately and the other sensor was damaged when she tried to remove the needle, the electrode came out with the needle. The sensor will not be returned for analysis.